Event description:
My husband was given to total knee replacement approximately 1 year ago. On (B)(6) 2011, he developed swelling the warmth in that knee and he had shaking chills and fever. His surgeon has determined the device has become loose and needs replacement my husband will require a more extensive surgery and recuperation. Surgery done at (B)(6) hospital, by dr. (B)(6). Surgeon also voiced concern about cement used in procedure.